Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reportedly hit her head causing a large haematoma around the site of the implant. The user was reimplanted a few weeks later on (B)(6) 2024.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a hit on the implant site causing a heamatoma and infection. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user reportedly hit her head causing a large haematoma around the site of the implant. The user was reimplanted a few weeks later.